Event description:
Information received with return of the explanted device notes that the patient experienced bradycardia and presented to the hospital. Lead impedance was >2500 ohms and no pacing was observed. When the lead was checked in the field, the distal coil appeared to be fractured. Damage was noted to the coil at 8.0 cm from the connector pin.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received